Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's display was off center and had a static like appearance. It was also indicated that the display was unreadable. The programmer's micro processor unit was replaced and the hard drive was reimaged and reloaded with software. The programmer passed final functional and system tests. (B)(4)

Event description:
It was reported that the display screen of the programmer was off-center and had a "static-like appearance that never clears" upon powering up. The programmer tested out of specification during manufacturer's analysis. The programmer was returned for service. There was no patient involvement.